Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colorectal procedure, the surgeon loaded a manual handle and clamped the rectum within the jaws. He/she pushed the green button before firing and after the first two squeezes, the blade was stuck and would not move forward. The handle looked damaged as well.